Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was found at 7.2cm-8.3cm and 15.6-15.8cm from the distal tip, consistent with lead friction to another device. Internal insulation abrasions were e found at 7.4-8.3cm, 11.2-12.5cm, and 13.3-13.7cm from the distal tip. The etfe coating at all locations was intact or damaged at explant. Electrical continuity of the lead was normal.

Event description:
This report is to advise of an event observed during analysis.